Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00074 on 15-mar-2019. Additional information (18-feb-2019): the initial reporter's name and address were updated in section e1. The customer clarified that the repeat total bilirubin_2 (tbil_2) result for sample ID g2lhh0 was not reported to the physician(s). Corrected information (18-mar-2019): section e4 was updated to reflect that the initial reporter did not send a report to the FDA. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low results were obtained on patient samples on an advia 1800 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse checked the alignment of the sample-dilution probe (dpp) and performed a precision study using 10 sample tubes, recovering acceptably. Then, the cse replaced and aligned the bent dpp. Siemens further investigated the issue and determined the dpp was bent after it crashed into a capped sample tube. Siemens recommends that customers remove caps from sample tubes prior to running the sample tubes. The bent dpp contributed to the discordant, falsely low results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). The customer did not provide data for all patients impacted by this issue and did not indicate all the assays that were affected by this issue; the customer provided a discordant, falsely low total bilirubin_2 (tbil_2) obtained on a patient sample. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low results.